Manufacturer narrative:
Five used tego¿ connectors were returned for evaluation on 11/5/25. As received, 4 out 5 samples were observed to have a seal damage/torn in the top, just one sample was received with no damage, no mating device was returned for evaluation. Complaint can be confirmed based on the samples with seal damage / torn seal. The probable cause of tego connector ruptured before completing the replacement routine is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. Lot history review was conducted, and no non-conformities were found that would have led to the reported condition on the complaint. Additional information d9, h6

Event description:
Note: include inv results.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a tego connector where it was stated that "the tego connector ruptured before completing the replacement routine, it was used only for one dialysis. The status of the product at the time of the event was during use with the patient. Due to the rupture of the silicone, the patient experienced bleeding through the tego when coughing and reported respiratory distress and were promptly attended to by the medical and nursing team."

Manufacturer narrative:
Additional information/corrected information that was omitted - h7 and h9.

Manufacturer narrative:
D9: device available for evaluation: no. The complaint of leaks on item 055-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR), and no non-conformities were found that would have led to the reported condition on the complaint.